Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device is in need of a data acquisition (da) printed circuit board assembly (pcba), power management (pm) pcba, motor controller (mc) pcba, central processing unit (cpu) pcba and a da pcba to mc pcba cable. However, no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
Per good faith effort (gfe) response, the remote service engineer identified the data acquisition (da) printed circuit board assembly (pcba) to motor control (mc) pcba cable and the da pcba; however, these parts were not replaced. The reported issue was resolved by replacing the power management (pm) pcba. Following the repair, the device successfully passed performance specification testing, the previously reported error code was no longer active, and a preventive maintenance (pm) check confirmed the unit was operating properly. The ventilator was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called back into technical support informing that there was continued troubleshooting in regard to the error code 1007 "vent-inop: machine and proximal pressure sensors failed." The rse instructed the customer to disconnect the ribbon cable between the data acquisition (da) and motor controller (mc) printed circuit board assemblies (pcbas); however, this did not resolve the issue. The customer plans to order the following parts for further troubleshooting and repair: da pcba to mc pcba cable and da pcba. The customer may attempt to swap parts from a functional unit or proceed with ordering the necessary components for repair. The customer followed up with the rse and confirmed that the da to mc cable and the da pcba were replaced and that the cable was fully seated; however, the issue persisted. The rse advised replacing the mc pcba to correct the problem. Per the service manual, the next components to be considered were the power management (pm) pcba followed by the central processing unit (cpu) pcba. Further troubleshooting confirmed that the customer replaced the da to mc cable, the da pcba, and the mc pcba as part of the recommended repair for error code 1007, but the problem still persisted. The customer requested the part ID for the pm pcba and stated that a cpu pcba was already available if needed. The rse advised verifying that the da to mc ribbon cable was fully seated on the da pcba and provided the part identification for the pm pcba. This investigation is ongoing.

Event description:
Philips received a complaint from the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that there was an error code 1007 vent-inop: machine and proximal pressure sensors failed message that appeared after the replacement. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended to try to reseat the cable between the data acquisition (da) and the motor controller (mc) printed circuit board assembly (pcba). It did not solve the problem. From the service manual, the rse provided possible parts to replace. The customer called back in and stated after testing with device, he was still unable to get the 1007 error code to go away and is requesting onsite service for repair. Device evaluation and repair are pending, and this investigation is ongoing.